Manufacturer narrative:
On (B)(6) 2011, the physician reported that the patient "is awake and alert, extubated yesterday and should make a full recovery. The svc was disrupted all along its length, could be seen attached to the lead. The svc was patched with bovine pericardium. The innominate vein was also disrupted, as was the l subclavian-lij junction. These were oversewn by a vascular surgeon." All spnc devices used in this case were disposed of during the code, thus being unable to be returned for engineering analysis. An internal lhr review revealed no non-conformances or issues.

Event description:
This was a left-sided, cardiac lead removal case that took place in the ep lab. The patient was prepped with an arterial line and fluoroscopy was actively utilized during the case. The md prepped the fractured, rv lead (implanted (B)(6) 1999) with a lld-ez and began lasing with the 16f sls ii, anticipating significant scarring and calcium build up. Approximately 1/4 down the proximal coil lasing became increasingly difficult. With minimal pressure, the laser sheath was again able to advance. Just pass the proximal coil the patient's arterial blood pressure dropped from a baseline of 103/55 to 38/28. At this time the CT surgeon and the surgical cardiac team were paged, stat echo, pericardiocentesis / thoracotomy tray and blood products were ordered. The CT surgeon and team arrived within 3 minutes of the initial page. At approximately 6 minutes, the surgeon had the patient's chest opened and discovered an approximate 1" tear in the patient's lateral wall/atrial junction svc. The patient was placed on bypass and the tear successfully repaired.